Event description:
It was reported that the anesthesia workstation had a leakage. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. According to the information provided by the technician, the issue was solved by replacing safety valve solenoid. The safety valve solenoid controls the opening and closing of the safety valve. The safety valve protects the patient from high pressures. If the pressure is too high the safety valve opens and fresh gas is let out to decrease the inspiratory pressure. Device logs have not been available for the further analyze of the issue nor any parts have been returned for an investigation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/26/2011. Corrected manufacture date: 09/22/2011.

Event description:
Manufacturer's reference #: (B)(4).